Event description:
The physician placed medtronic sherpa 7f 0.080" guiding catheter mac 3.5 into the rca. A bmw guidewire crossed the light instent-restenosis in mid rca and thrombus was present distally. The first thromcat was prepared and could easily pass the stent to aspirate thrombus distally. At some point, the thromcat stopped running at operational speed (95000 rpm). Evaluation of the malfunctioning device showed that helix fractured and one rotation of the helix broke through the catheter approx 2 inches from the tip. There was no pt injury associated with the malfunction.

Manufacturer narrative:
Explanation for result - the device carries the ce mark for use in coronary and peripheral arteries. Conclusion - please find complaint investigation summary attached. No conclusion could be drawn from the investigation of the helix fracture malfunction.